Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. (B)(6), son, is calling on behalf of the customer. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 115 to 180 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom drawer. During the call on (B)(6) 2017, a back to back blood test was performed non- fasting by the customer and produced test results of 315 and 328 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is 3 weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Customer's son called in with high results. He states mother storing her test strips correctly. Customer's a1c is between 9 and 10. Customer is on a sliding scale for insulin. I ran a back to back test with customer and obtained 315 mg/dl and 328 mg/dl non-fasting and son states mom ate 3 hours ago and had not taken any insulin as of yet.